Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking due to holes in the tubing. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection using naked eye revealed a hole in the tubing near the second y-site. Functional testing including pressure and clear passage were performed and revealed the reported leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.